Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. After discussions with the facility and system diagnostics were run, it was recommended that the facility replace or upgrade u10 to pc imperion. Part number given to facility. Facility has received quote for new computer. It is expected that once it is received and installed the boot issue will be resolved. If additional information becomes available, it will be reported.

Event description:
It was reported that the etrak 2500p fails to boot on several attempts. There was no report of patient injury.